Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02110.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system ace 68 reperfusion catheter (ace68), neuron max 6f 088 long sheath (neuron max), a non-penumbra aspiration catheter and a non-penumbra stent retriever. During the procedure, the physician was unable to advance the ace68 past the ophthalmic artery; therefore, the ace68 was removed and a non-penumbra aspiration catheter was used. Next, while advancing a stent retriever through the velocity within the aspiration catheter, the physician encountered significant resistance. He tried pushing the stent retriever three times; however, was unable to advance the stent retriever further. Therefore, the aspiration catheter containing the velocity and the stent retriever was removed. Upon removal, it was noticed that the velocity was fractured at proximal end approximately 15cm from the hub and was also fractured at one more location; however, it is unclear if the second fracture was at mid-shaft or at distal end. The physician was able to remove all the pieces from the patient's body successfully. The procedure was completed using a new velocity, the same neuron max, the same non-penumbra aspiration catheter and the same stent retriever. It was reported that thrombolysis in cerebral infarction (tici) grade 3 was achieved. There was no report of an adverse effect to the patient.